Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6). This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems. This device has been identified as a concomitant product.

Event description:
It was reported that the patient experienced dislocation on several occasions. Doctor (B)(6) revised the acetabulum and left the rejuvenate stem construct intact.

Event description:
It was reported that the patient experienced dislocation on several occasions. Doctor (B)(6) revised the acetabulum and left the rejuvenate stem construct intact.